Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1998-00292, (collagen corp #1023649). This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested (date unk) with negative results. On 21 july 1998, the pt was treated with two formulations of product in the oral commissures. On 21 october 1998, the pt was examined and the physician noted moderate erythema and induration at the treatment sites. The pt stated she had the symptoms since the day of the treatment. The physician prescribed benadryl cream 2%. The physician also prescribed oral keflex in case of a secondary infection, although no symptoms of infection were noted. The physician believed this is a definite hypersensitivity to the collagen. No further medical or surgical intervention was planned or prescribed.